Event description:
It was reported on 06 may 2024 to amsino via email that: we have received from one of our hospitals complaint regarding as0552e. When increasing the flow above 6l per minute there is a loud noise of pressure. Do you know what can be the reason? It happened in more than one bottle, in different departments in the hospital, and this is first to us. Subsequently, further information was gathered on 03 jun 2024 to amsino via email that: 1. This happened in at least 10 bottles, and these are only the cases reported to us. Of these, I have 3 to send you for examination, the ones the client kept for us. The lot numbers are: j582 and j583. 2. It was reported to us only from (B)(6) hospital located in the north of the country. The departments are internal medicine and a surgical ward. 3. Mainly a delay in providing adequate treatment to the patient, because the staff opened several bottles to overcome the problem of the loud alarm.

Manufacturer narrative:
The specific lot number involved in this event is not known. However, purchasing information supplied by the intermediary narrowed the scope to j583 (exp. Date 18-may-2027) or j582 (exp. Date 17-may-2024), as these were the lots purchased by the end user from the intermediary. 1. J852 manufacture date: 17-may-2023, 2. J853 manufacture date: 18-may-2023.